Manufacturer narrative:
Correction: h6 additional information: the user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. The pdrn could not confirm the cause of the peritonitis and the patient stated they were told the peritonitis was caused by carelessness. The culture result of staphylococcus epidermidis, a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis, suggests some sort of breach in aseptic technique. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques.

Event description:
A peritoneal dialysis (pd) patient reported going to their dialysis clinic with abdominal pain on (B)(6) 2020 and being diagnosed with peritonitis. The patient was told the peritonitis was developed as a result of their carelessness. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient came into the pd clinic with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin 2g every 7 days for 21 days (route not provided). The pd culture results came back positive for staphylococcus epidermidis with a white cell count of 720 (unknown units). The pdrn stated that the cause of the patient¿s peritonitis event is unknown. The patient did not require hospitalization and is continuing to complete pd therapy utilizing a liberty select cycler. The patient currently continues to recover.